Event description:
Status post bilateral mastectomies for breast ca in 1987 with reconstructive surgery, pt developed hard, painful breasts with displacement on the left and deformity on the right. There was also thinning of the skin on the left breast with possible impending implant exposure. Pt underwent bilateral capsulectomies with removal of breast implants.